Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they had the implant implanted in their left butt cheek and it was very painful when they were driving. The caller stated that the pain was directly on the incision and they could feel that the implanted neurostimulator "seem to be settling into the skin" but it was still hurting pretty badly. Patient mentioned they hcp advised to take medications for the first days after the surgery. The patient was redirected to their healthcare provider (hcp) to further address the issue.